Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and would experience pump failure due to an accident with the automated impella controller. The patient would eventually expire. The impella cp was successfully placed, and percutaneous coronary intervention was completed via a drug-eluting stent to the left anterior descending artery. That evening an echocardiogram was completed with pump at "good" position, 3.3cm from aortic valve. The next morning discussion was made with cardiologist and cardiovascular and thoracic surgeon, and the plan was noted to escalate to 5.5. The request was made and accepted to transfer the patient to another hospital later in the day. The transfer was completed by flight crew. The aic was attached to side of stretcher and when entering the elevator, the blue portion of the impella plug hit the elevator door and broke off. Pump failure occurred; support level diminished to p-0. The patient was in critical condition. Consequently, the aic was exchanged and the impella cp device pump 1 was explanted and replaced with another impella cp device pump 2 for continuation of therapy. On the replacement impella cp device pump 2, the patient would develop limb ischemia undergoing a fem-fem bypass and eventually expire three days thereafter.

Manufacturer narrative:
Medical safety reviewed the event and noted there is not enough information to exclude the automated impella controller (aic) as an associated factor to the outcome (patient's demise). The pump stop/failure for the impella cp pump 1 is a serious injury as well as impella cp pump 2 (replacement pump) where the patient developed limb ischemia. Limb ischemia can lead to more complications down the line, but the immediate issue is the aic pump failure (and this is what led to or contributed more to the demise outcome). The impella cp pump 1 is one of three devices associated with the event. Note the following: -refer to manufacturing report number 1220648-2025-28546 for the aic report. -refer to manufacturing report number 1220648-2025-28324 for the impella cp pump 2 (replacement pump) report. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Pump stop: clinical details note that during patient transfer the patient cable plug hit the elevator door and snapped off, leading to pump failure. Data log review did not show any alarms associated with a pump stop at the end of the log. It is unknown if the pump had been transferred to another aic before the pump stop. The pump was returned and evaluated. The piece of the patient cable plug with the connector pins was separated from the rest of the patient cable plug and showed signs of excessive force. All wires soldered to the backside of the pins inside the plug were broken off near the solder joints. The root cause of the pump stop was most likely an electrical open since the wires soldered to the backside of the pins inside the plug were broken off on the returned product and clinical details note pump failure when the plug was snapped in the field.